Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain, failed back surgery syndrome, and spinal pain. The pump contained dilaudid with an unknown concentration and dose. It was reported the patient informed the hcp that he had problems with the infusion pump. The hcp could not obtain any additional information from the patient. The patient was slurred and lethargic, so getting information was difficult. The patient¿s pupils were not reactive (slightly pinpoint). The hcp did not have any previous information. The overdose symptoms were reported to have started the day of the report ((B)(6) 2017). The hcp wanted a local manufacturer representative paged to come check the pump. The current drug in the pump was the drug reported to be related to the event. The hcp was not aware of any alarms sounding at that point. The patient was going to be admitted to the hospital, but no room assignment was available at the time of the report. No further patient complications were reported.